Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The ins and lead were replaced on (B)(4) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, (B)(4) showed no anomalies. A laboratory functional test determined there was good stable output on the electrode pairs (as received). A known good lead was inserted into the returned ins and the setscrew was tightened (using a 4 oz. Torque wrench) and the lead was held securely. The ins passed all bench testing including the load test. Telemetry was acceptable. Analysis of the lead model 3889-28, lot # va1eqvg showed all circuits on the proximal end were shorted. The conductors were extremely twisted 2.8 cm from the proximal end. Conductors were stretched/twisted 18.3 cm from the distal end of the lead. Conductor coils were crushed 5.8 cm from the distal end. There was a good set screw mark positioned in the correct location on connector 0 of the lead. The outer insulation on the lead was twisted and separated at the butt joint. Due to the condition of the returned lead only careful microscopic examination was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1eqvg serial# implanted: (B)(6)2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported not feeling stimulation anymore and symptom have returned. She has had the battery maxed out for "several months". The longevity compromised. Patient denied falling or anything that could dislodge the lead from the implant. Healthcare provider performed x-ray in the office and appeared that lead has become dislodged from neurostimulator. Impedances were abnormal on all electrodes. The issue reported was not resolve at the time of this report. It was reported device was planned to be explanted on (B)(6) 2017. Planned battery replacement, possible full system. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.